Event description:
It was reported that the physician's handheld would not establish communication with a vns patient's device. It was reported that the physician had another programming system available to interrogate the patient's device successfully. The battery was removed and replaced from the handheld, and the handheld was not charging when the interrogation was attempted. The battery of the programming wand was checked and remained illuminated for 26 seconds. The nurse reported that she did not want to replace the handheld at this time and would like a company representative to come perform additional troubleshooting. It was later reported that the handheld will only work when the serial cable is pressed in with some force. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.